Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead was returned in one piece measuring 17.0 cm. Visual inspection found full breached insulation degradation was noted at 4.5 cm adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.